Manufacturer narrative:
(B)(4). According to the gore® dryseal sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating ((B)(4)) to treat a thoracic aortic aneurysm. During the procedure, the right external iliac artery (reia) was injured. The patient was implanted with a gore® excluder® aaa end prosthesis ((B)(4)) to repair the injury. The patient tolerated the procedure. The root cause of injury was due to the small space of reia for inserting the sheath. No further information is available.